Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ this report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-01255/ 02343 / 02344). Product location unknown.

Event description:
It was report by the patient's legal counsel that the patient underwent a right hip revision procedure approximately ten years post-implantation due to allegations of metallosis and alcohol disease. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received reported that patient underwent a right hip revision approximately ten years post-implantation due to blackened tissue, gray tissue, fretting on the trunnion, well-fixed cup without defect, well-fixed stem during the revision procedure, alval, pain and a fracture of the greater trochanter. The head was removed and replaced and a poly bearing was implanted.